Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that their child had high blood glucose of 406 mg/dl and cannot find the bolus information in the pump. The customer declined to troubleshoot the high blood glucose but was advised on bolus history. Customer was advised to call back if any further issues arise.